Event description:
A malfunction alarm was reported by the customer, coded as malf 12. There was no adverse impact to the customer¿s blood glucose level, which remained below 500 mg/dl. Technical support assisted the customer with resetting the pump, after which the malfunction did not recur. The customer was informed to continue using the pump and to call back if the issue reappeared.